Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, interrogation of the pacemaker revealed the right atrial (ra) lead had exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. Isometric exercises performed found no noise reproduced. The physician decided to have programming changes done to resolve the issue. The patient was in stable condition.